Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that patient's husband called in stating that the mattress is sinking in the middle and is not staying firm. Poc stated she fell out of the bed approx. 05:30am and head was stuck between matt and railing. Pt is complaining of pain neck and poc is applying ice. Poc sleeps besides pt and woke him up screaming and found patient half on and off the bed with head stuck between rail and matt. Complaint #(B)(4) and ra #(B)(4) were entered into our system to have the mattress and control unit returned for investigation. As of this writing, the units have not been returned.